Event description:
During an in-clinic follow-up, loss of capture, decreased sensing and noise were observed on the right ventricular (rv) lead. X-ray was performed and the lead was found to be dislodged. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that a revision procedure was performed, the rv lead was repositioned to resolve the event.